Manufacturer narrative:
The insulin pump received with blank display due to broken trace on interface board. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 152 mg/dl. The customer stated that she would wait to troubleshoot when her mother arrived with a new battery to try. The customer also observed scratches to the liquid crystal display screen, which occurred when she fell on the insulin pump. The customer later changed the battery, and the display did not return. The caller was advised that the device be replaced. Nothing further reported.